Event description:
It was reported that the lead had dislodged, had high thresholds and had no capture. The lead was partially explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The medical segment of the lead was returned and analyzed. The distal conductor had blood/body fluid, there was blood/body fluid on the outer tubing overlay and the outer tubing overlay was melted. Apparent explant damage.